Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) was intermittently giving false alarms. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) duplicated the reported complaint as the abd sensor sn (B)(6) was alarming with no air in the tubing. The fsr replaced the sensor with sn (B)(6) and the issue remained. The fsr replaced the second sensor with another sensor, sn (B)(6) and the issue was resolved. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per supplier evaluation, the unit was functionally tested and found to detect air at all times even with fluid filling tubing and no air passing through the sensor. The rear cover was then opened to expose internal components. It was found that the transducer did not have signal on the receiver side. The transmit signal was determined to be as expected. The transducers were tested on the impedance analyzer to determine if the solder termination between the ceramic and the transducer wire was intact. The test showed continuity from the connecter to the ceramic. The transducer was then inspected under a black light to observe the bonding adhesive. It was found that there were areas of delamination between the ceramic and transducer housing. This leaves a small air void in the detection circuit and prevents proper transmission of the acoustic energy. This could be caused by thermal or mechanical shock; the origin and mechanism of the damage could not be identified. The transducer assemblies are placed through an environmental stress screening cycle, which provides a cold and hot thermal shock and forces weak bonds to delaminate prior to final assembly and testing processes. The sensor could be reworked by replacing the transducer. Although the damage had indeterminable origins, introducing a new transducer may contain stronger electrical energy to drive a better functional final testing conclusion as well as enhance the accuracy, safety, and efficiency of the air sensor. There is a possibility that the initial transducer was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) testing equipment. The circuit was set up, the abd was activated from the central control monitor (ccm) and instantly started alarming. A luo abd was installed into the circuit, and it functioned as intended. The returned abd cable connector was swapped with a luo cabled and the abd instantly started alarming.